Manufacturer narrative:
510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a 9 x 375mm expert tibial nail with proximal bend was opened in a case, the nail should have been blue but it was green. The 5mm and 4mm screws were checked and it was confirmed that only the 4mm screws fit through the nail which is in the keeping of the 9mm nail. It is unknown if there was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: 9mm ti cann tibial nail-ex w/prox bend 375mm-sterile (part number: 04.034.355s, lot: 36p4680, quantity 1). This report involves one (1) unknown screw. This is report 2 of 2 for (B)(4).